Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the customer experienced a system error. It is reported that the system error occurred during a biopsy and the needle went through the patient's breast. It is reported that the procedure was aborted and the patient was rescheduled for a later date. No further information is currently available. A field service engineer (fse) was dispatched to examine the device and replaced the device needle driver with a newer version. The fse reports that the new device driver tested with no issues.